Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.

Event description:
It was reported that this pacemaker's longevity indicated there was less than six months remaining for the past six months. It was noted that there was questionable capture and oversensing on the right atrial (ra) lead and right ventricular (rv) lead. Boston scientific technical services (ts) reviewed the electrogram (egm) and indicated there were too many markers clustered together, which indicated a telemetry dropout issue. Disk analysis was performed and there were no resets or recorded memory errors, and that the device had three to six months of longevity left. Subsequently, the pacemaker was explanted and replaced due to normal battery depletion (nbd). No adverse patient effects were reported.